Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra2 meter was reading inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged inaccuracy began in (B) (6) 2010. On an unspecified date/time, the pt claimed, he obtained blood glucose readings of "198 and 135 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20%. The pt stated that he manages his diabetes with oral medications; however, it is not known if he made any adjustments to his diabetes regiment as a result of the alleged issue. On an unspecified date/time, the pt claimed he developed the symptom of feeling shaky. The pt was unable to confirm if the symptom began prior to or after the start of the alleged issue; however, reported that he treated self with food and/or drink over the past couple of months. It would have been helpful to know the specific dates/times the pt treated himself, the reason for the treatment, and the readings obtained with the subject meter prior to the onset of symptoms and/or medical treatment. At the time of troubleshooting, the cca noted that the pt did not have control solution to test the reported products. Replacement products were sent to the pt. This complaint is being reported because, the pt claims, he obtained inaccurate readings on the subject meter, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.